Event description:
It was reported that this was a triclip procedure performed on (B)(6)2022 to treat tricuspid regurgitation (tr) with a grade of 5. The patient has flail on the anterior leaflet. One clip was placed in the anterior septal position slightly reducing tr to 4-5. A second clip was placed in the anterior septal position and the tr was reduced slightly. After releasing the clip, it was noted that the clip had opened from 5-10 degrees to 20 degrees. The tr did not worsen and the clip was stable on the leaflets. A third clip was not implanted to due to the patient's anatomy. Two clips total were implanted reducing the tr to a 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. As of (B)(6)2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked (cowl) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on (B)(6)2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).na